Manufacturer narrative:
The device has not been returned to maquet cardiac surgery for investigation. We will continue pursuing the device being returned by the customer. A lot history record review was performed on the reported lot number, and there were no non-conformities which could have contributed to the reported failure mode. A supplemental report will be submitted when the device is received and the investigation is completed. Internal file number - (B)(4).

Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, the vasoview hemopro would not activate during the pre-test. A new kit was used to complete the case without incident or harm to the patient. The product is returning.